Event description:
A report was received from cordis medical affairs office indicating that a friend of a cypher stent recipient called to make medical inquiry and reported the following: the patient received one cypher stent to an unknown vessel on august 2006. Approximately eighteen months later, the patient experienced "chest discomfort" and "pinching in chest". The patient reported the events to her physician, and it was determined via unknown means that the stent had "collapsed". The patient is scheduled to be hospitalized in 2008 to address the event. No further information was provided.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.